Event description:
Open reduction internal fixation of left proximal humerus under fluoroscopy. 2mm kirschner wire (kwire) inserted midline inside fracture. Tip of kwire broke off inside humerus. Broken kwire sequestered and given to or director. Tip of kwire left inside patient's left humerus.